Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag line of an amia cassette completely detached from the cassette. This issue occurred during second drain of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, four (4) photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted the heater bag line detached from the cassette port. The heater line did not appear to be damaged and an imprint on the tubing was noted where the tubing was once fully covering the heater bag cassette port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.